Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 10/1/2020. H.6. Investigation: customer returned (6) 1/2cc, 12.7mm, 30g syringes in an open poly bag from lot # 3141333. Customer states that the needle hurt and they are so big and they are expired. All returned syringes were tested using the cannula length gauge and all samples fell within specifications for 12.7mm cannula length, as stated on the returned poly bag. All samples were also tested for point geometry, lube, and cannula od. The following was observed (specs: outer diameter for 30g: 0.0120¿-0.0125¿): data: point: outer diameter (in): lube: sample 1: good, 0.0121, good. Sample 2: good, 0.0122, good. Sample 3: good, 0.0121, good. Sample 4: good, 0.0121, good. Sample 5: good, 0.0121, good. Sample 6: good, 0.0122, good. All observations fall within specifications. Also, the returned product was manufactured in 2013 and this product is now expired. A review of the device history record was completed for batch# 3141333. All inspections and challenges were performed per the applicable operations qc specifications. There were two (2) notifications [124831, 124740] noted that did not pertain to the complaint. This is expired, it was made in 2013. Root cause cannot be determined at this time as the issue is unconfirmed. H3 other text : see h.10.

Event description:
It was reported that the bd insulin syringe with the bd ultra-fine¿ needle experienced an incorrect expiration date and product damage. Product defects were noted during use. The following information was provided by the initial reporter: complaint 1 of 2. Consumer reported painful injections on (B)(6) 2020. Stated the needles hurt and are so big. Stated her local pharmacy provided her a few poly bags of the syringes because she couldn't afford the whole box. Stated she also previously re-used needles in the past. Lot #: 3141333 (advised consumer these syringes could be expired. Consumer stated that doesn't bother her as long as they work.) Catalog#: 328466.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd insulin syringe with the bd ultra-fine¿ needle experienced an incorrect expiration date and product damage. Product defects were noted during use. The following information was provided by the initial reporter: complaint 1 of 2. Consumer reported painful injections on 09/03/20. Stated the needles hurt and are so big. Stated her local pharmacy provided her a few poly bags of the syringes because she couldn't afford the whole box. Stated she also previously re-used needles in the past. Lot #: 3141333 (advised consumer these syringes could be expired. Consumer stated that doesn't bother her as long as they work.) Catalog#: 328466.